Event description:
It was reported that on 27sep2021 the patient developed right heart failure. On (B)(6) 2021 the patient developed bacterial pneumonia. The patient was treated with drug therapy. The cause of the infection was the patient's condition, and there was no casual relationship to the device. On (B)(6) 2021 the patient developed respiratory failure that was not caused by the device. The patient had a history of kidney disease which worsened following left ventricular assist device (lvad) implant. On (B)(6) 2021 the patient was discharged from the hospital as they were near end of life, and did not wish to continue dialysis. At 1 am on (B)(6) 2021 the patient stopped breathing, following which their heart stopped. The left ventricular assist system (lvas) was alarming for low flows. The patient then passed away. The patient's cause of death was renal and respiratory failure, and was not thought to be caused by the device.

Manufacturer narrative:
B7: added previously unknown date for maximum creatinine level. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 05may2021. The heartmate 3 lvas IFU lists bleeding, various forms of organ failure, and infection as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding, pneumonia, and multiorgan failure could not be conclusively established through this evaluation. According to the family¿s wishes, the pump was not explanted. No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021 the patient was experiencing anemia and major bleeding. The patient was treated with four to eight units of red cell concentrate per hour that they were transfused. The patient was on warfarin and aspirin at the time of the event. The cause of the bleeding was unknown. There was not thought to be a causal correlation between the device and the bleeding the patient was experiencing.

Manufacturer narrative:
H6: health effect - clinical code: delirium. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 05may2021. The heartmate 3 lvas IFU lists bleeding, various forms of organ failure, and infection as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding, pneumonia, delirium, and multiorgan failure could not be conclusively established through this evaluation. According to the family¿s wishes, the pump was not explanted. No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient also experienced delirium.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was suffering from major bleeding, renal dysfunction, and anemia. The patient was treated with less than four units (140 ml each) of red cell concentrate per 24 hours that they were transfused. The patient was put on dialysis to treat their renal failure. The cause of the bleeding was thought to be related to any re-operative procedure. On (B)(6) 2021 the patient was experiencing anemia and major bleeding. The patient was treated with less than four units of red cell concentrate per 24 hours that they were transfused. At the time of the event the patient was on warfarin and aspirin, and the cause of this bleeding was also thought to be related to any re-operative procedure. On (B)(6) 2021 the patient was experiencing anemia and major bleeding. The patient was treated with four to eight units of red cell concentrate per 24 hours that they were transfused. At the time of the event the patient was on warfarin and aspirin and the source of the bleeding was unknown. On (B)(6) 2021 the patient was again experiencing anemia and major bleeding. The patient was treated with less than four units of red cell concentrate per 24 hours that they were transfused. The patient was still on warfarin and aspirin at the time of the event and the source of this bleeding was unknown. On (B)(6) 2021 the patient developed renal dysfunction and was treated with dialysis. On (B)(6) 2021 the patient again experienced anemia and major bleeding. The patient was treated with four to eight units of red cell concentrate per 24 hours that they were transfused. The patient was on warfarin and aspirin at the time of the event. The cause of this bleeding was unknown and it was unknown of there was a correlation with the device. As of (B)(6) 2021 dialysis treatment was ongoing.